Manufacturer narrative:
Ptc investigation result was received on 12-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported event is not indicative of a quality defect per se. In this particular case, a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this spontaneous case report refers to a female consumer of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced half of essure removed. This case is not medically confirmed. Half of essure removed (interpreted as device breakage) is unlisted in the reference safety information for essure and considered non-serious. This case was regarded as near-incident due to device breakage. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case, it is not clear whether essure was found broken or breakage occurred during removal. Due to lack of information, causality between half of essure removed and essure use is not assessable. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be requested.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who received essure (fallopian tube occlusion insert) and experienced half of essure removed. No info given on consumer's history, past drugs, and concurrent conditions. It was not reported whether the consumer received any concomitant medica. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted. Consumer called to ask info on who was qualified to remove the essure being that she had half of it removed. No further info provided. Reporter causality: the relationship between half of essure removed and essure was not reported. Follow-up info received on 04/29/2014: despite follow-up attempts, no contact was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.